Event description:
The customer called regarding high blood sugar levels and being unable to regulate them. It was stated that the customer had been following the two high blood glucose rule. The customer was spilling ketones and md advised to call the helpline. When the customer called the helpline, was advised to go to the e.r. For treatment and to call back once blood glucose were stable. A few days later, the customer called back and reported that md instructed them to go off the pump and have the pump replaced. It was indicated that the pump's setting are accurate. The customer stated that the back pressure sensitive alarm kept recurring prior to the event and the insertion site was painful. The pump was tested for that particular alarm and it passed.